Manufacturer narrative:
(B)(4). This is a report where there was an incomplete connection between a supply line and supply solution bag, which led to a disconnection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag fell off the clamp when they connected it for peritoneal dialysis therapy. The patient was not connected. The technical services representative advised the patient to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.